Manufacturer narrative:
The insulin pump had unresponsive up buttons due to due to corroded keypad traces.no unexpected numbers ramping/scrolling during testing. The insulin pump had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.(B)(4)

Event description:
The mother reported via phone call that the customer had a keypad anomaly. The mother stated the numbers on the insulin pump were scrolling and the buttons were unresponsive. Customer's blood glucose was 353 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.